Event description:
The manufacturer has been notified of the passing of a patient who was using a philips CPAP device. The patient's wife has requested that all communication cease, as the patient passed away three years ago. No additional details have been provided, and there is no indication that the device contributed to the patient's death. Furthermore, no device information was supplied, as the device has been discarded. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.